Event description:
During predilatation to a common iliac artery (right or left; unk), the balloon savvy dilatation catheter ruptured at below rated burst pressure at seven atmospheres. A treasure 12/getz bros guidewire was inserted across the lesion via a sheath introducer without difficulty, and then the prod was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated using an indeflator, and, however, the rupture occurred. Consequently, the dilatation catheter was withdrawn and another savvy dilatation catheter was used to complete the procedure with success and without incident.

Manufacturer narrative:
The intended procedure was an intervention of a lesion in the common iliac artery of a male pt. The savvy balloon catheter was used for predilation. The vessel had severe calcification, mild tortuosity and was 100% stenosed. The prod was prepped according to the instructions for use (IFU). The balloon catheter was advanced to the lesion without any reported difficulties. It was reported that the balloon ruptured at 7 atmospheres. The prod was not available for analysis. However, mfg route sheets were reviewed and indicated that the prod met quality requirements for prod acceptance. Additionally, the balloon burst pressure test during mfg passed. In conclusion, vessel and lesion characteristics likely contributed to the reported event.